Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿pt reported kink in lind since initial insertion, kink observed, referred to ir for follow-up by app. Sluggish blood return. Intermittent sluggish blood return documented in epic, xray completed in november due to external catheter length increasing progressively over the months due to kinks and trying to straighten/smooth out. Was 5.5cm exposed (B)(6) 2019, 6cm throughout november and december, 6 and 7 cm exposed in january. Md aware. Removed (B)(6) 2020¿. On date of incident, catheter length documented at 8cm, in which there was a kink around 6cm.